Manufacturer narrative:
It was reported to abbott, a patient was experiencing rib stimulation and inadequate pain relief. X-rays showed both octrode leads had migrated. The patient underwent a lead revision. Therapy was restored with post op programming. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-08352. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's leads were explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-07301. It was reported that the patient was experiencing rib stimulation and inadequate therapeutic relief. The patient's leads were confirmed to have migrated. Surgical intervention may take place at a later date to address the issue.